Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after the 6x150mm absolute pro ll self-expanding stent was implanted without issue, difficulties/interaction when attempting to deploy the second 6x150mm absolute pro ll resulted in the reported first previously implanted stent to become unintentionally dislodged resulting in a tear in the arterial wall at the puncture site in the common femoral. As reported, laparoscopy surgical intervention was performed. Using scarpa approach, the stent meshes in the arterial wall were removed and replaced with a biological patch to reconstruct the artery. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4 - a partial UDI was provided as the lot number is not known

Event description:
It was reported that the procedure was performed to treat a lesion in the common femoral artery. The first 6x150mm absolute pro ll self expanding stent (ses) was implanted without issue. A second 6x150mm absolute pro ll self expanding stent (ses) was advanced over the unspecified 0.035 guide wire. The thumbwheel was engaged yet a blockage (jam) occurred resulting in partial deployment then the stent deployed overlapping the first stent. While attempting to retrieve the second stent with a snare, the first stent was unintentionally dislodged leading to a tear in the arterial wall at the puncture site in the common femoral. A laparoscopy surgical intervention was performed. Using scarpa approach, the removal of the stents from the arterial wall required a biological patch to reconstruct the artery. The vessel was then implanted with a non-abbott stent and another absolute pro stent utilizing a new puncture site in the femoral artery. There was no adverse patient sequela. No additional information was provided.